Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used enzimed prevent (onelife) detergent and suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used enziqure detergent with red and stubby brush to brushes the operating channel, the suction pistons/cylinders, and the operating channel port. There was no manual disinfection of the scope performed. For automated endoscope reprocessor (aer) treatment, the wassenburg reprocessor along with endohigh detergent and endohigh paa disinfectant was used. The scope was stored horizontally stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 1 (one) colony forming units (cfus) of candida parapsilosis on (B)(6) 2022, tested positive for 100 (cfus) of pseudomonas aeruginosa, and e. Coli on (B)(6) 2022, tested positive for 150 (cfus) of candida parapsilosis, candida tropicalis, and pseudomonas aeruginosa on (B)(6) 2022. Tested positive for 1(one) (cfus) of aspergillus fumigatus on (B)(6) 2022, tested positive for 150 (cfus) of pseudomonas aeruginosa on (B)(6) 2022, tested positive for 300 (cfus) of pseudomonas aeruginosa on (B)(6) 2022. The also scope tested positive for 95 (cfus) of pseudomonas aeruginosa, candida parapsilosis, and candida tropicalis on (B)(6) 2022, and tested positive for 4 (cfus) of candida parapsilosis on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few non-reportable defects were observed during the inspection of the device. However, these defects alone are not considered severe enough to cause a potential adverse event. The non-reportable issues noted during the inspections are as follows: plastic distal end cover (c-cover) dent, bending section cover (a-rubber) glue peeling of and worn out, connecting tube scratched, air/water cylinder scratched, key top 1 incised with cuts, plug unit with damaged housing, connector broken a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the third-party testing conducted by olympus did not detect the same micro-organisms from the third-party testing reported by the customer. Olympus¿s third-party testing results were as follows: 3 cfu of coagulase-negative staphylococci. Sampling was obtained from all channels. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.